Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the unit was received at the service center and evaluated. Per service manual operational and diagnostic analysis confirmed reported issue of error code 200. Replaced psu board to address the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A review of the device history record indicated that this lot of serialized product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into depuy synthes mitek complaints system revealed one dissimilar complaint for this serial number with the product code. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep that an error code keeps coming up, happened on (B)(6) 2017 (up lugged + res et) 5 minute surgery delay was reported and there was no patient harm. The following information was obtained from the sales rep on (B)(6) 2018 via e-mail: the event occurred on the same patient. The event occurred prior to procedure. Another generator was used to complete the procedure. Account stated it was a ¿pedal¿ code, but batteries were changed and a different pedal was used to sync, but generator would not accept either pedal. The following information was obtained from the rep on (B)(6) 2018: the error happened twice on the same patient, same procedure. The generator was turned off and turned back on to reset the machine. The error happened the next day during the pre-op check.